Event description:
Consumer called to report several episodes of hypoglycemia leading to emergency room treatment. Feels the meter is inaccurate and his blood sugar level is actually lower than readings.